Event description:
It was reported that pump screen remained black and would not turn on, with no additional details provided about the circumstances of the event. There was no reported impact to the customer¿s blood glucose level. During troubleshooting, pump started after being plugged in, issue of no display was confirmed. Customer reverted to an alternate method of insulin therapy.